Event description:
Consumer alleges using a heating pad on her back while sitting in a chair. She began to feel it get hot and turned to find smoke coming from the unit and she quickly unplugged it. There was a burn hole in her sweatshirt and chair. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to learning against the heating pad while sitting in a chair which is abuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse / misuse of the pad (i.e. Bunching / folding / crushing). A prepaid label was sent to the consumer for return of the product.